Event description:
The user facility reported that when preparing the subject device for use, prior to an unspecified diagnostic procedure, there were spots in the image of the tracheal intubation fiberscope. There was no report of patient/user harm or injury due to the event. The device was returned to an olympus service center for evaluation. During device inspection and testing, the coating on the insertion section was observed to be peeling off. This report is being submitted for the reportable malfunction (coating peeling off the insertion section) found during the evaluation of the device.

Manufacturer narrative:
During inspection and testing of the device, the reported image issue (spots in the image) was confirmed and found to be due to a damaged image guide bundle. In addition, service found the connecting tube was crumpled, the light guide lens was discolored, and the eye piece and the charge-coupled device lens were stained. The water supply rate was out of specification due to perforation in the water channel. There was liquid leakage due to breakage of the control part. Angulation in the up direction was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress/ chemical stress/ storage environment, et cetera. Users can decrease/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.